Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture. The patient was pacing in the atrium only and was asymptomatic to the event. The lead was explanted and replaced. The patient¿s condition was stable prior, during and post procedure.